Event description:
It was reported that all of the buttons and knobs on the external pulse generator were inoperable. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that all of the buttons and knobs on the generator were inoperable. The generator passed all visual incoming tests and no anomalies were found. (B)(4).